Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 285 mg/dl at 8:13 am on (B)(6) 2024 and fs read 380 mg/dl at 8:15 am on (B)(6) 2024. Inaccuracy is 25.00% with a point difference of 95. The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 256 mg/dl, and the meter bg reading was 196 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 50 mg/dl. Due to the bg level the customer was unconscious. Customer required assistance consuming carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.